Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report that the device was not holding a charge, a blank display, and a crack on the battery compartment and cap. The customer's blood glucose level was unknown, but it was reported that it was high. The caller declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump passed self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken battery tube threads and stained end cap sticker.